Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed and the display remained blank. The customer stated that the insulin pump was bumped, but there was no physical damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board.